Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the occurred during the diagnostic procedure. The procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce x-rays. Upon troubleshooting actions, the fse identified that the ground short circuit in the wired footswitch connecting wire. The defective wired footswitch was returned for analysis, which concluded that the wired footswitch cable was damaged. The fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by restarting the system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.